Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inner stylet is too long that the inner stylet entered the biliary ducts but the outer tube can't enter into the biliary ducts. The process was completed by another product. There was no patient injury reported.

Event description:
It was reported that the inner stylet was allegedly too long where it could enter the biliary duct and the outer tube could not. It was further reported that the process was completed by another product. There was no patient injury reported.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one navarre locking pigtail 6 fr x 30cm drainage catheter was returned for evaluation. The protrusion of the stylet from the catheter was measured and found to be outside of the specified range. Therefore, the investigation is confirmed for the reported length issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include components out of specification and catheter damage as a result of excessive force during use. Expiration date: 03/2020.